Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were informed their device was reaching normal elective replacement indicator (eri) following ten years service. The patient reported that " the implant was wrong. In the wrong spot from the beginning. Too close to my clavicle and rubs when I move." The patient reported that upon their insistence, the lower rate setting was reprogrammed. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.